Manufacturer narrative:
It was reported that the ventilator alarmed for high peep (positive end expiratory pressure) during patient treatment. Our field service engineer has investigated the reported machine on site. The pressure transducer printed circuit boards have been replaced to resolve the reported issue. The provided device logs confirm the reported issue. However, the replaced parts were not sent back for technical investigation. Therefore, no root cause can be established. A defect pressure transducer may lead to high pressure build-up in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator alarmed for high peep (positive end expiratory pressure) during patient treatment. There was no patient harm. Manufacturer's ref. #: (B)(4).